Event description:
It was reported the procedure was being performed in the emergency dept. During insertion, the spring wire guide became unraveled. As a result, the wire was completely removed from the pt and a new triple lumen kit was placed successfully for the pt. There was no delay in treatment, pt death, or complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.